Event description:
It was reported that an asymptomatic patient presented for an upgrade to a biventricular device. During the procedure, the pacemaker exhibited inappropriate rate increase. It was noted that a plasma blade was being used. There was not a 1:1 correlation between the plasma blade usage and the inappropriate rate increase. No abnormal equipment was noted in the room and no magnets were noted to be near the pacemaker. The pacemaker was upgrade to a biventricular device successfully. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of fast pacing rate was not confirmed in the laboratory. The device passed all mechanical and electrical testing and battery was near beginning of life (bol) range. The pacing rate anomalies seen in the field could not be reproduced despite extensive testing.